Event description:
Sorin group italia has received a report that fragments of a foreign material were floating onto the blood into an inspire reservoir during a bypass. There is no report of any patient injury.

Manufacturer narrative:
Patient information were not provided. The lot of the oxygenator is unknown. Therefore, also UDI and expiry date are unknown. The oxygenator is not available. The lot of the oxygenator is unknown. Therefore, also the manufacturing date is unknown. Sorin group italia manufactures the inspire 6 hollow fiber oxygenator. The incident occurred in india. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow up with the customer, livanova learned that there was no issue when oxygenator was primed with crystalloid. However, after a few minutes of going on cpb, they observed these white fragments forming in the venous reservoir while the patient was on bypass. The prime constituted standard ringers lactate, sodabicarb and mannitol. There was no bio glue or any other substance used by the customer which could create such an issue. There was no bank blood added to the prime or during bypass procedure. The act levels were all above 500 secs, the arterial line pressures were however slightly raised during bypass. Blood gases were in normal limits. As nothing suggested blood clotting or high line pressures, the medical team elected to finish the procedure in normal time. There was no problem with the patient in the post operation period and patient was discharged from hospital uneventfully. According to customer, it could be a case of platelet aggregation due to the patient¿s own blood forming a reaction with non -biocompatible surfaces after contacting the oxygenator materials. Also, loose components of the oxygenator de-foamer material or any other material shall be evaluated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Event description:
See initial problem.

Manufacturer narrative:
Based on above fact and from post-market data review, deviation of livanova products can be reasonably excluded and it cannot be ruled out that the root cause can be assigned to patient blood conditions. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market